Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/3/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: it was reported that "one of two packages taken from the same box had been detached very easily. 7 of 8 needle-sutures in that package was used for suturing." Please confirm the total number of sutures that detached from the needles: 7. Please provide the lot number: unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections: we regularly contact with sale rep about the device returning.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/6/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received; one empty winding former and one dispensed needle suture combination that pertained to product code vcpb841d. During the visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture was examined along the strand and no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "one of two packages taken from the same box had been detached very easily. 7 of 8 needle-sutures in that package was used for suturing." Please confirm the total number of sutures that detached from the needles. Please provide the lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-04844, 2210968-2024-04845, 2210968-2024-04846, 2210968-2024-04847, 2210968-2024-04848, 2210968-2024-04849.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During suturing of the myometrium, one of two packages taken from the same box had been detached very easily. Seven of 8 needle-sutures in the package were used for suturing. It was not a control release needle. There were no adverse consequences for the patient. Additional information was requested.